Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation is related to patient conditions (flailed and prolapsed posterior leaflet). Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report tissue damage that required intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium. During a mitraclip procedure, an xtw was placed on a2p2 on the medial side of the jet. During the leaflet insertion assessment, it was noted that the jet on the p2 side had worsened. A tear was noted on the p2 leaflet near the grasped region. The xtw was then placed more medially, and the increased mr from the tear was reduced. An xt was placed to further reduce the mr, lateral on a2p2. The mr was reduced to grade 2+. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.